Manufacturer narrative:
(B)(4). The exact dates of the events are unknown. The exact date of the explant is unknown.

Event description:
A valiant stent graft system was implanted in zone 3 in a patient for the endovascular treatment of a fusiform thoracic aortic aneurysm. After total aortic arch replacement, the valiant stent grafts were implanted onto an elephant trunk. A follow-up CT scan revealed a type ii endoleak. Coil embolization was performed for the treatment of the type ii endoleak. It was reported that recently there was aneurysm enlargement. The patient underwent conversion to open chest surgery from the left side and the valiant stent grafts were explanted. The stent grafts were replaced with another manufacturer's 26 mm synthetic vessel. The physician commented, it was considered to be type ii endoleak. However; during the surgical conversion and the stent graft was being removed it appeared that there was an endoleak coming from the stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the devices were explanted during surgical conversion due to aneurysm enlargement. A valiant stent graft system was implanted in zone 3 for treatment of a fusiform thoracic aortic aneurysm. The anatomy at implant was not provided. After total aortic arch replacement the valiant stent grafts were implanted into an elephant trunk. The (B)(4) was implanted first and a (B)(4) was implanted second, inside and distal to the 34 mm device. On an unknown date a CT scan revealed a type ii endoleak, and the endoleak was treated using coil embolization. Aneurysm enlargement was confirmed on an unknown follow-up date. The patient underwent conversion to open chest surgery from the left side, and the valiant stent grafts were explanted. The taa enlargement was initially considered to be caused by a type ii endoleak. However, when open chest surgery was performed and the stent grafts were removed, leakage was seen coming from the (B)(4) graft. There were no integrity issues observed with the (B)(4). The patient was successfully converted. From the examination of the returned devices and limited clinical information provided, the exact cause of the aneurysm enlargement and the leakage seen during explant could not be determined. The two devices were returned essentially cleaned and free of tissue, and were detached from each other. The 34 mm proximal device was returned transected into 3 sections (5 stents total). The proximal bare spring and 1st covered stent, and the distal 2 stents were not returned. Other than the fabric transections, no integrity issues were observed with the 34 mm device. The 40 mm distal device was returned relatively intact. At the proximal graft margin multiple fabric cuts and punctures, along with a cut support spring and nicked bare spring, were observed in a localized area. Fabric burn damage was also seen near the stent graft mid-length (spring #4) along the same radial location as the noted proximal cuts. These integrity issues appeared to have been caused during excision of the stent graft at open repair and were unlikely related to the aneurysm enlargement. In addition, 3 fabric tears, 0.4 ¿ 0.5 mm in length, were observed near the distal stent graft at springs 7 and 8. The exact cause could not be determined but appeared to have been caused by abrasion and/or crease fatigue. It is possible that these holes may have contributed to the aneurysm enlargement; however, these holes may have been covered by tissue so may not have been clinically significant. Films were not available for return, therefore the in-vivo configuration of the stent grafts during the implant duration is unknown, and an endoleak assessment prior to conversion could not be performed. The precise location of the endoleak (leakage) observed during the open repair was not provided. In addition, since the stent grafts were essentially cleaned and detached, the amount component overlap and amount of tissue likely covering these holes in-vivo could not be evaluated. The partial return of the transected 34 mm proximal device also limited the extent of the evaluation. It is possible that the endoleak observed during the open repair may have been due to manipulation of the stent graft and/or from the patient¿s heparin. It is also possible that the reported type ii endoleak may have contributed to the aneurysm enlargement. It is unclear if implanting the 40 mm distal bare spring device within the 34 mm stent graft fabric (not following the IFU) may have also contributed to the events.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.